Event description:
Reportedly, the patient received a 42j shock due to noise oversensing on (B)(6) 2017; however it was not possible to determine the origin of the noise. A mode switch episode displayed also the same issue at the same day. The patient said that he was sitting with a beer. His mobile phone and his radio were both switched on but (at least) at 40 cm. Preliminary analysis did not reveal any device malfunction.

Event description:
Reportedly, the patient received a 42j shock due to noise oversensing on (B)(6) 2017; however it was not possible to determine the origin of the noise. A mode switch episode displayed also the same issue at the same day. The patient said that he was sitting with a beer. His mobile phone and his radio were both switched on but (at least) at 40 cm. Preliminary analysis did not reveal any device malfunction.